Event description:
Info received indicates that the head section will intermittently run up unintentionally.

Manufacturer narrative:
The tech found the head up button on the pendant was pushed in and broken, allowing the head section to run up on its own. He replaced the hand pendant and the bed is now functioning properly.